Event description:
Information received by medtronic that in preparation to excise a right paratracheal tumor of possible neurogenic origin, anesthetic induction was performed with a reinforced endotracheal tube using a video-laryngoscope. Subsequently, ventilation was not possible, with auscultatory silence, leading to the suspicion of severe bronchospasm. Treatment indicated for bronchospasm is started. Cervical and facial subcutaneous emphysema is observed. The tube is changed for a standard one. Given the suspicion of a false airway, selective right intubation was carried out with exploration of the airway together with thoracic surgery, with no lesions observed. Presents pea requiring advanced CPR maneuvers for 30 minutes. Bilateral chest drainage tubes. He is transferred to the cat scan where significant cerebral edema is documented. Hypothermia protocol is started. She is assessed by neuro: brain death on march 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.